Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The charge technologist for interventional radiology reported the enfit end is breaking below the actual connection on the kangaroo feeding tubes. Additional information received stated the device had a break at the feed and medication port causing a leak.

Manufacturer narrative:
After further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event.